Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous mid right coronary artery. The 3.00x24mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross a previously placed non bsc bare metal stent. When the physician removed the device, stent damaged was noted. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory.